Event description:
Additional information found that there was no indication that the patient passed away. The patient outcome is unknown as the implanting surgeon had left the country and no further information regarding the patient's outcome could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient outcome is unknown. It was further communicated that no additional information was able to be obtained. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use is currently available. The instructions for use lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter phone number: (B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2024. The cause of death was not provided.